Manufacturer narrative:
(B)(4). G2: japan. H6: proposed annex g code: mechanical (g04) ¿ drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the drill was fractured and retrieved during a procedure. Another drill was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h3, h6, h11. Complaint can be confirmed through the returned product analysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking on the drill tip. Further inspection shows that the drill tip has fractured near where the fluted portion of the tip meets the tip base. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined.

Event description:
No further event information is available at the time of this report.